Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated the dexcom was instructing the her to change the sensor wire sticking out. When the patient removed the sensor, she noticed that there was no sensor and stated that was her last sensor she had. The patient went to performing finger sticks to monitor her blood sugar and while she was not wearing the dexcom, her blood glucose (bg) had gone sky high while she was working on her house. The patient stated her bg was 551 mg/dl and changed her insulin pump infusion set. She then called 911 and when they arrived, they had the patient drink fluids after she put on her new infusion set. The patient¿s bg was checked again, and her bg was coming down to the 400¿s mg/dl before the emergency medical technician¿s (emts) left. At the time of contact, the patient was doing fine. No additional patient or event information is available.